Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that he had high blood glucose level of 400 mg/dl (at the time of the incident) over the weekend, therefore he tried to treat it with intravenous drip and had pens as a back-up plan. Further, he tried a new infusion set in the night of (B)(6) 2019. Subsequently, on (B)(6) 2019, he was admitted to the hospital with blood glucose level of 400 mg/dl and diabetic ketoacidosis. Upon removal of the infusion set, a bent cannula was noticed and the and the site location was at right side/hip area. During hospitalization, the patient was treated with intravenous drip as corrective treatment. On (B)(6) 2019, the patient was released from the hospital. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.